Event description:
The customer reported the system would intermittently shut down without command. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was operating as intended.